Manufacturer narrative:
The product analysis indicates that one opened sample of part 1883070hs from lot number 0209221477 was received with a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. Visually, the inner tip was broken off at the distal end of the spiral wrap which would have resulted in the reported event. The spiral wrap was twisted in on itself in a clockwise direction, which indicates excess torsional load. The remaining portion of the inner assembly within the outer assembly spun freely by hand. The length of the detached component from tip to break was approximately 0.69¿. There was gouging and thinning of the distal end of the outer tube wall which is an indication of aggressive use (bending / prying). There was corresponding gouging just proximal to the inner tip. The customer indicated the tip broke off during use with no allegation of a defect prior to use. The reported issue of a broken tip was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the tip of the hi-speed bur broke off. There was no patient impact as a result of the damage.